Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26005. The patient is implanted with a scs system which includes two leads from the same lot. It was reported the patient is experiencing an intense jolting sensation at the lead site. A sjm representative met with the patient and lead diagnostics showed normal impedances .x-rays were taken and revealed that one of the leads had migrated .one of the model 3186 lead remains implanted but disconnected. It is unknown which lead has migrated. The patient underwent surgical intervention to reposition and secure the lead. The patient is receiving effective stimulation.